Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was returned for evaluation. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end, kink in the imaging window assembly in the distal end and a damage was observed on the femoral marker in the sheath assembly. Impedance testing shows a good unit wave form. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. During image characterization testing, a good square image appeared in the ilab system. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on investigation completed on (B)(6) 2017. It was reported that lost image occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified lesion. During percutaneous coronary intervention (pci) procedure, an opticross imaging catheter was inserted. During pullback in the lesion area, lost image occurred. The procedure was completed with another with same device. No patient complications were reported. However, device analysis revealed a damage on the femoral marker in the sheath assembly.